Event description:
It was reported that a navigator access sheath device was used during a retrograde intrarenal surgery (rirs) procedure. During the procedure, it was noticed that the inside was sticking out sharply and can be seen through scope. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
H6: device code a040506 captures the reportable event of sheath peeled.

Manufacturer narrative:
Device code a040506 captures the reportable event of sheath peeled. Investigation results: the returned navigator device was analyzed, and a visual evaluation noted that both sheath and dilator were returned in good condition. Microscopic examination was performed under magnification, and it was possible to see that the sheath was bent/kinked in the center. Additionally, some whitened areas were observed on the bent/kinked indicating the device was submitted to tension. Destructive test was performed, and the device was cut in three sections, however, no evidence of detachment of the inner lining was found. It was not possible to identify any evidence of the alleged issue on the device since no evidence of detachment of the inner lining was found inside the sheath, therefore, the reported device allegation could not be confirmed. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Based on analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a navigator access sheath device was used during a retrograde intrarenal surgery (rirs) procedure. During the procedure, it was noticed that the inside was sticking out sharply and can be seen through scope. The procedure was completed with another of the same device with no patient complications.